Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2020-00086, 3005334138-2020-00052, 3008452825-2020-00087, 3005334138-2020-00053. During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. The patient became hypotensive and went into cardiac arrest. CPR was performed and an ultrasound/fluoroscopy confirmed a cardiac tamponade in the left atrium. A pericardiocentesis was administered to stabilize the patient. It was unclear at which point during the procedure the perforation occurred but it was suggested by the physician that it could have occurred earlier in the procedure, when the patient felt unwell and gagged, potentially moving the catheters inside the heart. There were no performance issues with any abbott device.